Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connecting tube could not be connected because the connector was broken by being hit with hard object or loosened. As a cause of looseness of connector, it is likely the user applied stress to the connector in the loosening direction, and the stress was accumulated. The event can be detected by following the instructions for use which state: "chapter 3.inspection before use: 3.3 inspecting the connectors: check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gray left air/water connector of the endoscope reprocessor was broken and the center valve was missing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer (fse) checked the gray broken connector on site. Parts were replaced and equipment was repaired. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.